Event description:
Additional information received. It was reported that the issue has been resolved. This was a result of the pilot holes on the teratracker being stripped which didn¿t allow the screws to seat fully, and ultimately led to the inaccuracy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: logs were received and analysis was found in sw- analysis determined there is insufficient information to determine whether a software anomaly contributed to the reported behavior. D15 applicable codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the universal drill guide (udg) was medially inaccurate by 2mm, and verification geometry was under 0.5. The instrument was not verified with the drill bit in, and the guide was screwed all the way down. The udg and the passive planar probe were inaccurate during testing. The passive planar was showing anterior, and the udg was displaying as more posterior. This issue occurred intraoperatively and caused a surgical delay of less than one hour. There was no impact on patient outcome. Troubleshooting was performed. It was found that the udg was 0.25 geometry. The inaccuracy metric was determined to be 1.25mm. There was no inaccuracy left to right during testing. The manufacturer representative noted that the model's anatomy shifted a bit.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 1.2.0. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the universal drill guide (udg) was medially inaccurate by 2mm, and verification geometry was under 0.5. The instrument was not verified with the drill bit in, and the guide was screwed all the way down. The udg and the passive planar probe were inaccurate during testing. The passive planar was showing anterior, and the udg was displaying as more posterior. This issue occurred intraoperatively and caused a surgical delay of less than one hour. There was no impact on patient outcome. Troubleshooting was performed. It was found that the udg was 0.25 geometry. The inaccuracy metric was determined to be 1.25mm. There was no inaccuracy left to right during testing. The manufacturer representative noted that the model's anatomy shifted a bit.